Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a out of calibration air sensor assembly. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective air sensor assembly. To correct the condition, the air sensor assembly was replaced and calibrated. If any additional information is received, a follow-up MDR will be sent.